Event description:
The surgeon implanted a 300-52-004 petite mpj plate on (B)(6) 2017. The patient came in reporting pain and the surgeon utilized x-rays to discover that the plate was broken and no fusion had occurred. The revision surgery was performed on (B)(6) 2018. According to trilliant's sales representative at the case, the surgeon removed the lag screw and the entire 300-52-004 petite plate and associated screws lifted off the surgical site without the use of the 310-30-003 gridlock driver. The surgeon utilized another companies hardware in the revision surgery. The 300-52-004 petite gridlock plate and associated screws have been retained by the facility as the surgeon wanted to review the hardware with the patient. Trilliant has requested to receive the parts back after the surgeon has finished reviewing the hardware.